Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was not identified, nor were any repairs made, as this device is baxter owned and has been removed from service. Additional: the user interface module master software version is 6.13.90, categorized as remediated. A service history review revealed that this device has not been previously serviced by baxter. A device history review revealed that there were no exceptions noted during the manufacturing of this device. A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) investigation mdq-CAPA (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
During service by baxter, the colleague infusion pump was found to contain a false air in line alarm. This event occurred during product evaluation. There was no adverse event, patient injury or medical intervention associated with this report. No additional information was available. The user interface module master software version is currently unknown.